Manufacturer narrative:
(B)(4). The events of "pain", "vascular compromise", "color changes", and "migraine pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with 4 ml of juvéderm® voluma¿ with lidocaine in the "piriform fossa," right base of alar, left cheek, temples, chin, and mental crease. Patient received chlorhexidine before injection, and arnica cream after injection. There was "no symptoms of vascular compromise seen after [injection]." A few hours later, patient experienced "intense pain" in the right side of nose and glabella area. The physician also noted "color changes to the right side of the nose tracking up to forehead." Treated "immediately with hyalase [2x 1500 ui]." Patient's pain persists "at the back of the nose, upper gums, and hard plate with color changes at the medial hard palate just behind the teeth." Further hyalase injections of 1500 ui each were administered at 1, 2, and 3 days after symptom onset. Five days after onset, patient "continues to experience migraine pain through right upper face which is not relieved with pain killers," and "pain to eye." A further 1500 ui of hyalase was administered. That afternoon on the fifth day, the patient reported a "reduction in symptoms." Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00990 ((B)(4)). This MDR is being submitted for the second lot # of suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported patient was injected with 4 ml of juvéderm® voluma¿ with lidocaine in the "piriform fossa," right base of alar, left cheek, temples, chin, and mental crease. Patient received chlorhexidine before injection, and arnica cream after injection. There was "no symptoms of vascular compromise seen after [injection]." A few hours later, patient experienced "intense pain" in the right side of nose and glabella area. The physician also noted "color changes to the right side of the nose tracking up to forehead." Treated "immediately with hyalase [2x 1500 ui]." Patient's pain persists "at the back of the nose, upper gums, and hard plate with color changes at the medial hard palate just behind the teeth." Further hyalase injections of 1500 ui each were administered at 1, 2, and 3 days after symptom onset. Five days after onset, patient "continues to experience migraine pain through right upper face which is not relieved with pain killers," and "pain to eye." A further 1500 ui of hyalase was administered. That afternoon on the fifth day, the patient reported a "reduction in symptoms." Symptoms resolved.